Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's pocket when the alarm was triggered. Customer had elevated blood glucose level (310 mg/dl). Insulin delivery was successfully resumed to stabilize blood glucose levels.